Manufacturer narrative:
Analysis results: product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer

Manufacturer narrative:
The event date is approximate. The diamondclean charger is an accessory to the diamondclean power toothbrush system. Serial number information was not provided during complaint intake. Report source: foreign (B)(4).

Event description:
A consumer reported that the diamondclean charger of their diamondclean power toothbrush system overheated during use and burned the connected electrical outlet. No injuries were reported.